Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the thirty three of forty-five reports for the reported events from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported on behalf of a health professional that multiple ophthalmic handpieces that did not work as expected and presented with no phacoemulsification (phaco) delivery, loss of phaco, and recognition failure during surgery. It is unknown which specific handpiece experienced each specific reported issue respectively. Additional information has been requested but no further information is available.

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was returned and during functional testing, the phaco handpiece exhibited a failure mode related to phacoemulsification performance issues, elevated shell temperature, system message (sm) [tune failed ¿ loose tip] and/or sm [u/s hp failure - handpiece voltage low (short circuit)]. A closed electrical circuit was confirmed using a resistance test box. These findings are consistent with the investigation performed and the root cause is attributed to piezoelectric crystals within the phaco handpiece having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during phaco handpiece assembly was identified as a contributing factor. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. The phaco handpiece functioned as intended as related to the reported event of no phaco handpiece recognition, therefore the root cause is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).